Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having posterior lumbar fusion. Pre-op diagnosis of patient was lower back pain kyphosis. It was reported that, cement was used at l1, l2, and l3. During device removal, it was confirmed that only the tip on the left side of l1 remained. Slight cement leakage into the screw head was observed, and the chisel-shaved screw was left in use as is. There was delay of less than 60 minutes reported as a result. There were no patient symptoms reported. No further complications reported regarding the event. Additional information received stating, it was unclear whether there was any issue with the cement, but noted it because it was used at the time of the head leak.

Manufacturer narrative:
E: first name and last name of initial reporter is unknown. G2: country of origin is japan. H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. ¿this regulatory report is being submitted due to retrospective review.¿ medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.